Event description:
A report was received that the patient was having charging difficulties. The physician revised the ipg pocket site and implanted two lead extensions. The patient was reportedly doing fine after the revision procedure.